Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced severe spasms in the untouched a1 segment. This area was not covered with the pipeline or where the microcatheter probed. It was stated that "serious consequences" arose, but no additional information regarding this was reported.

Event description:
Medtronic received information that a patient treated with a ped3 pipeline stent had complications. There were no problems with the devices during the entire procedure. Implantation of the flow diverter (through the phenom 27) from the supraophthalmic internal carotid artery (ica) to the cavernous ica on the left with good adaptation (with the exception of the inner curve in the clinoid segment of the left ica) on the rotational 3d angio. The adaptation was probably not optimal, as the microcatheter for coiling was still inside. After insertion of a coil (target xl helical), the coiling catheter (excelsior-sl10) was withdrawn. Now the adaptation to the vessel wall was even worse. Local pta with the scepter c (inlay: chikai black). Now good positioning of the flow diverter. No thrombus on the follow-up images. No complications. The devices were prepared according to the instructions for use (IFU).  At the regular check-up 6 months after treatment (07.05.2024), the aneurysm was closed. New intimal hyperplasia in the cavernous and clinoid segment of the flow diverter was observed. New stenosis of the left ica distal to the flow diverter up to the terminal segment was observed. New stenosis of the a1 segment on the left side was observed. The left a1 segment is not covered by the flow diverter and has never been engaged by a device. During the procedure 6 months earlier, the guidewire was in the left middle cerebral artery (mca) but never in the anterior cerebral artery (aca). Most relevant part are the imaging findings with stenosis of the terminal ica on the left and the a1 segment on the left. Angiographic result post procedure was good. The patient was orginally treated for an unruptured, saccular anuerysm in the supraophthalmic ica on the left. The max diameter was 6.1mm and the neck diameter was 3.2mm. The distal landing zone was 3.2mm and the proximal landing zone was 3.7mm. Vessel tortuosity was moderate. Common carotid artery (cca)/ica from femoral access: some tortuosity of the cervical cca and ica on both sides, as expected within a 46 years old woman. Dual antiplatelet treatment was administered.  Ancillary devices: cerenovus cerebase + sim select 5f sheath, stryker axs vecta 74 guide catheter, medtronic phenom 27, stryker excelsior sl-10 microcatheters, terumo radifocus guide wire m 0.035 terumo chikai black 0.0014 microvention, traxcess 0.014 guidewires, stryker target xl helical 6 mm x 20 cm coils, microvention, scepter c 4x16 mm. Additional information was received that the patient is asymptomatic. There were no further actions taken to resolve the stenosis and hyperplasia. The cause of the stenosis and hyperplasia was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient is asymptomatic. There was no action or intervention taken. The patient is doing well according to the physician. It was noted that there was no vasospasm from this case and possibly information from another case was reported mistakenly.

Event description:
Additional information received reported there was no vasospasm was noticed. There was fishmouting behaviour showed by the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no patient symptosm were reported. No further actions were taken to resolve the issue. At the regular check-up 6 months after treatment ((B)(6) 2024), the aneurysm was closed. New intimal hyperplasia in the cavernous and clinoid segment of the flow diverter was observed. New stenosis of the left internal carotid artery (ica) distal to the flow diverter up to the terminal segment was observed. New stenosis of the a1 segment on the left side was observed. The left a1 segment is not covered by the flow diverter and has never been engaged by a device. During the procedure 6 months earlier, the guidewire was in the left middle cerebal artery (mca) but never in the anterior cerebral artery (aca).